Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer's parent stated the insulin pump received a motor error. Customer's parent declined to troubleshoot for high readings. The drive support cap appeared normal. The alarm history shows there have been more than one motor error alarm in the last thirty days. Advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Advised the pump will need to be replaced the product will not be returned for analysis.